Event description:
This lead was explanted one day post implant due to loss of capture and intermittent undersensing. Upon explanting this lead, the physician noted that the helix appeared to be only partially extended and could not get it to fully extend. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformation in the lead's distal part. Furthermore cuttings in the insulation were found. These damages occurred most likely during the explant procedure. The deformation of the lead's distal part might have led to the screwing problems mentioned in the complaint description. During further analysis, no other deviations were noted. In summary, there was no sign of a material or manufacturing problem.